Event description:
Customer reported that the keypad of the insulin pump was not working. Customer also reported receiving a button error alarm on the insulin pump. Customer stated that the screen of the insulin pump was scratched as well. Customer stated that the insulin pump had recently been hit by a drawer handle. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.